Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Other number¿UDI: (B)(4). Part number 338.28, dhs®/dcs® impactor was reported as the part number complained device, however, 338.26 tip for dhs®/dcs® impactor (338.28), which is attached to 338.28 was complained to have broken and corresponds to the reported lot number 3949993. It is unclear at this time if the complained device should be captured as part number 338.28 or 338.26 since 338.26 may a component. Following is the information for 338.26: manufacturer (B)(4). Other number¿UDI: (B)(4). Date of manufacturer: jul 28, 1999. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the during a hip fracture procedure on an unknown date, the tip of a dynamic hip screw/dynamic compression system (dhs/dcs) impactor broke. The broken tip was retrieved and discarded with no additional medical intervention. No fragments were generated. No unanticipated x-rays were taken. There was no delay in surgery. The surgery was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 338.26, lot# 3949993. Supplier: (B)(4), release to warehouse date: jul 28,1999. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation update: the item was unable to be packaged due to the lack of a bill of materials. The original item will be sent to customer quality and a replacement will be sent to the customer. The disposition of the evaluation is unchanged device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation has been completed. As part of this investigation a visual inspection and drawing review were performed. The returned dhs/dcs impactor (338.28) is included in the dhs/dcs dynamic hip and condylar screw system designed to provide strong and stable internal fixation of a variety of intertrochanteric, subtrochanteric, and basilar neck fractures, with minimal soft tissue irritation. The returned dhs/dcs impactor (338.28) was received with a replaced tip (338.26, (B)(4)) and therefore did not reflect the complaint condition, but the s&r technician confirmed the complaint condition and replication of the complaint condition was inapplicable. The original complaint was regarding a dhs/dcs impactor (338.28, (B)(4)) which was manufactured on jul 28, 1999. Relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. It is possible that over the course of its over 15 year lifespan, the tip was routinely used, and the cumulative effect of several impacts contributed to the complaint condition. It is also possible that rough handling during use and/or processing contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the tip of the impactor broke. The repair technician reported ¿tip broken¿ as the reason for repair. The cause of the issue is unknown. The following parts were replaced: teflon tip impactor (new lot number 4085248). The item was repaired per the inspection sheet, passed synthes final inspection on feb 10, 2017 and will be returned to the customer upon completion of the service and repair process. The complaint condition was confirmed. A service and repair history record review was attempted for the subject device, however, it could not be completed because the device is a lot/batch controlled item. The manufacture date of this item is jul 28, 1999. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Synthes instrument service and repair confirmed that part number 338.26 is a component part of 338.28. The part consists of two components the tip 338.26 and the shaft which is not etched. When the tip is attached to the shaft it becomes the 338.28. The work order needs to be run as the 338.28 when they have the tip and the shaft. For this complaint, the tip is damaged as a component of the 338.28. The part data will be documented as 338.28 and the lot number will be documented as (B)(4) as that is where the serial number is etched. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.